Event description:
It was reported that removal difficulty and a balloon detachment occurred. A 6.00mm x 20mm nc emerge balloon was selected for use to treat the calcified lesion. During the procedure, following dilation of the carotid and subclavian arteries, an attempt to remove the nc emerge was made. However, the balloon became stuck and tore off. There were no patient complications reported.